Event description:
The complainant reported an over delivery. The intended delivery was 300 ml at 33 ml/hour for nine (9) hours but complainant received his enteral feed in six (6) hours.

Manufacturer narrative:
The device reported: list number m771, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 55239, that is marketed domestically.

Manufacturer narrative:
Manufacturer event ID#: (B)(6). The UK affiliate attempted four times to have the pump uplifted and returned to abbott for product evaluation.